Event description:
The customer reported the ventilator stopped cycling and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported event. The service technician replaced the vga pcb to correct the finding. The service technician replaced the main board and oxygen valve assembly as a precaution. Extended self testing (est) and performance verification testing was completed, and tests passed to operating specifications.

Manufacturer narrative:
Oxygen valve